Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver displayed an error 122. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The receiver log was reviewed and screen error alarms were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.